Manufacturer narrative:
No pt injury was reported. A gambro field rep could not duplicate the failure. The field rep cleaned and reseated video and touch-screen controller connectors. The machine was tested to MFR's specification. 510(k)# is k041005